Event description:
It was reported that during a thyroidectomy procedure, double feeding occurred at the third firing. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.